Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. The pump was received with minor scratched lcd window, cracked near display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker. No moisture damage on electronic assembly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump. The customer will return the pump for analysis.